Manufacturer narrative:
(B)(4). (B)(4). Reprocessed. The analysis results of the er320 found that it was received with evidences of reprocessing thus, no testing was performed to evaluate the event reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap nephrectomy procedure, product misfired after loading second time. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during an unknown procedure, the device fired two clips and stopped firing. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.